Event description:
During preparation for cardiopulmonary bypass, the device displayed a warning message and alarm tone indicating that the ability to control the temperature of the extracorporeal circuit may have been lost. There were no adverse consequences to the pt as a result of this event.